Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00028. It was reported that a rotawire fracture occurred. Vascular access was obtained via the radial artery. The eccentric target lesion was located in the mildly tortuous left circumflex and right coronary artery containing a >45 and <90 degrees bend. A 1.25mm rotalink¿ burr and rotawire¿ were selected for use. During platforming at 180,000rpm, it was noted that the rotawire broke into two pieces. The procedure was completed with another of the same rotawire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The device has the distal tip kinked and also several kinks were observed along the body of the guidewire. Overall length is within specification. Outer diameters of the distal tip, middle and proximal section of the device are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00028. It was reported that a rotawire fracture occurred. Vascular access was obtained via the radial artery. The eccentric target lesion was located in the mildly tortuous left circumflex and right coronary artery containing a >45 and <90 degrees bend. A 1.25mm rotalink¿ burr and rotawire¿ were selected for use. During platforming at 180,000rpm, it was noted that the rotawire broke into two pieces. The procedure was completed with another of the same rotawire. No patient complications were reported and the patient's status was stable.